Event description:
It was reported that the device experienced a reset, possibly due to the patient undergoing radiation therapy. The reset was cleared and the device parameters were reprogrammed back to previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).